Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that error code 1871 (indicating a miss wiring or connection issue) was displayed during infusion. The event occurred while the device was in use with a patient; however, no patient harm or adverse event was reported.

Manufacturer narrative:
It was reported that error code 1871 was displayed indicating a motor timeout. The device was returned for evaluation in used condition. Review of the event history showed error code 1870 and 1871. The reported issue was confirmed. Functional testing traced the issue to the gear motor and the motor revolution detection sensor. The gear motor and sensor were both replaced to address these issues.